Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03776. It was reported that the patient experienced ineffective therapy due to high impedance on one of the l4 leads. Reprogramming was only able to provide therapy temporarily. As such, surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead has high impedance. Hence, all both l4 leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.